Event description:
The customer reported that the therapy cable pins broke off into the heartstart mrx during the daily check. There is no indication of pt involvement.

Manufacturer narrative:
(B)(4).